Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's ipg would not fully charge, and her remote control would not connect to ipg after she underwent magnetic resonance imaging (MRI) procedures. It was believed that the ipg was damaged by MRI. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not fully charge, and her remote control would not connect to ipg after she underwent magnetic resonance imaging (MRI) procedures. It was believed that the ipg was damaged by MRI. The patient will undergo an ipg replacement procedure.